Manufacturer narrative:
There was no product returned for analysis. Product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There are no other complaints in the lot. Additional information was requested. The manufacturer internal reference number is: (B)(4).

Event description:
A surgical technician reported that during an intraocular lens (iol) implant procedure, the lens broke in half during insertion. There was patient contact but no patient harm. The lens was prepped 5 minutes prior to the surgeon using it. When surgeon attempted to progress the lens he heard a "crack" noise and noted the break in the lens. The surgery was completed with back up product. Additional information was requested.